Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip on the maryland bipolar forceps did not approximate. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the instrument's grip was bent, causing side to side misalignment of the grips. There was an 0.020 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint , indicating overloading at the tip. Additional observation not reported by the customer was main tube damage. Distal end of main tube has a scratch mark with light material removal. Scratch is .220 in length and not aligned with the tube axis. No other damage found. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during analysis, if to reoccur, could cause or contribute to an adverse event.